Event description:
The customer contacted beckman coulter inc to report synchron alt 2 x 400 reagent was leaking from unknown source. The customer did not come in contact with the fluid; no exposure (sprayed or splashed) to mucous membranes. No death, injury or changes to patient result or treatment are associated with this event. The reagent is skin, eye and respiratory tract irritant. Contains material of animal origin.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).